Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11mar2020.

Event description:
The customer reported system won't power on. There was no patient involvement or user harm reported. Customer verified ac(alternating current) power to power supply. The service technician advised customer to replace the power supply.

Manufacturer narrative:
G4: 19may2020. B4: 20may2020. Attempts were made to contact the customer to obtain additional information regarding the device's evaluation and repair. The customer did not respond to these attempts. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.